Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a angio-seal device malfunction. It was reported that the angio-seal device got stuck in a patient while being deployed and was unable to be removed. It required a vascular surgeon to remove it at another facility after the patient was transferred. The surgeon reported that the collagen in the device might have expanded too quickly during a slightly slow insertion by the surgical tech. Additional information was received on march 29, 2019: the patient underwent a left heart catheterization and three of his five vessel CABG were obstructed. An angio-seal was placed, but part of it was displaced. The patient needs a vascular surgeon to remove the foreign body. The right femoral angiography was followed by a angio-seal closure device placement with complications. There is however significant complication regarding the angio-seal closure device which will need vascular surgery input and remediation. There was an aggressive risk factor modification and medical therapy to be entertained from this point on coronary disease in the interim. The patient will be transferred for surgical evaluation and treatment of the right femoral site as soon as possible. The angio-seal closure device was deployed by the scrub technician, yet with complications that it could not be fully deployed and it was therefore felt that either the collagen had expanded within the device itself prior to deployment or that it was partially inside the vessel and could not be withdrawn entirely. Surgery was consulted as well as ultrasound with a doctor interventional radiology and was felt that laceration was the best option since they were not fully sure whether the foot of the device was free-flowing or against the wall. The patient was therefore after discussion with vascular surgery placed on heparin and plans were being made to transfer the patient for exploratory vascular surgery just in case endarterectomy was necessary. Flow in the right leg was maintained well and the patient was stabilized and given orders for transfer as soon as possible for vascular surgery exploration. No complications from the catheterization besides the right femoral sheath was noted and the patient was informed of all of these compromise situation. Device was removed at another hospital.

Event description:
Terumo medical received an FDA medwatch 5086347 with additional information on may 13, 2019. The event description states: "a terumo 6f angioseal closure device, upon deployment of the device during a cardiac cath procedure got stuck in the patient. The device was not fully deployed and was unable to be removed. The patient needed to be transferred to another facility and underwent a surgical procedure to have the device removed and also experience an extended hospital stay of 6 days. Patient underwent a removal of foreign body from right common femoral artery and repair of right common femoral artery."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.